Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated (elective replacement indicator/eri). Time of recommended replacement time (rrt) in save to disk is on (B)(6) 2012 device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012. A patient alert for low battery voltage occurred on (B)(6) 2012 02:15:02.